Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following implant, a loss of capture was observed on the lead. The pocket was reopened and the lead was explanted and replaced.